Event description:
It was reported that the patient experienced stimulation in the wrong location. The patient had a lead revision because of lead migration. The health care provider (hcp) repositioned the lead. The device was also moved during the revision and thus needed to be reoriented. No patient outcome was provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient was healing well without complications. It was noted that the patient had not been reimplanted. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 37754, serial# (B)(4), product type recharger product ID 37744, serial# (B)(4), product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4)